Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart device and receiver that occurred on (B)(6) 2016. Patient's mother was advised to perform a paperclip reset on the receiver when the device is out of range and to also call back if the issue persist. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/20/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.